Event description:
The patient reported that yesterday (B)(6) 2021 after 4 hours v-go detached from patient skin. The patient indicated she was wearing v-go on the back of her arm. The patient indicated that she was walking and sweating a lot. The patient indicated that she was sweating in her head and she was sure that also in her arms when this event happened.